Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned battery passed functional testing. Visual inspection revealed that the battery connector was worn out. The observed damage did not affect the functionality of the device. Failure analysis of (B)(6) revealed that the returned battery passed visual inspection. Functional testing revealed that the voltage of one the cell pairs was below the voltage threshold. It was noted that there was a time difference of 1196 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. Of note, it was observed that both batteries had exceeded the useful operating life of 500 charge and discharge cycles. The batteries were able to charge and provide power to a test controller. However, is possible that the observed voltage below the threshold affected the functionality of the battery at some point during use. As a result, the reported ¿very used connector¿ event was confirmed. The reported battery unable to charge or provide power could not be confirmed. Based on the available information, the most likely root cause of the reported damaged connector can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. The most likely root cause of the observed capacity below the threshold can be attributed to an expected degradation of the battery as a result of non-usage over time. The most likely root cause of the observed 500 charge and discharge cycles can be attributed to the batteries reaching the end of their useful life. Additional products: d4: serial #: (B)(6), d9: yes, return date: 28-dec-2020, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d02, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-aug-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. It was further reported that another battery was not providing power when connected to the controller and the connector of the battery was very used. The batteries were removed from use. No patient complications have been reported as a result of this event.